Event description:
It was reported by service report that the auxiliary outlet was not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Breaker tripped, breaker reset.